Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the force bipolar instrument broke inside of the trocar, pieces fell inside the patient, and that it could not be removed from trocar. The instrument and trocar had to be removed together from the patient. The instrument was able to be removed and all pieces were recovered. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Follow-up was performed to request additional information, but no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint ¿instrument broke inside of trocar¿. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was removed 3x without any issues. There were no missing fragments identified. Additional findings that were not related to the customer reported complaint were also identified. The instrument was found to have charring and localized melting at the grip tips. Arcing was noticed almost immediately. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The probable root cause of instrument arcing along with charring/melting found on the grip tips is attributed to the user mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed that the force bipolar instrument was found to have charring and localized melting at the grip tips and that arcing was noticed almost immediately. Evidence of charring and localized melting on the instrument grip tips along with instrument arcing has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the charring and localize melting to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.